Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The cgm value was low and no bg finger stick value was available for the event. On (B)(6) 2023, the patient had self-treated with carbs based upon the cgm value and then rested. The patient was dizzy, weak and tired. She felt sick and was throwing up. Her partner took her to the hospital where the cgm value was low but the bg value was 700 mg/dl. She was admitted to the hospital for diabetic ketoacidosis and dehydration. Treatment included insulin, potassium and sodium. Two days later after her bg level stabilized she felt much better and was discharged home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.